Event description:
The customer reported that while the unit was in use on a patient, the unit generated the "autofill failure" alarm. The unit was replaced and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the failure codes 3325 4e and 4f 0 (autofill failure caused by a leak in the catheter or autofill system) in the event logs. The company representative performed the safety disk leak check as well as full functional tests with a balloon, system trainer and simulator but was unable to duplicate the event. The safety checks were performed and the system was found to be fully operational and was returned to the customer. (B)(4).